Event description:
Pt underwent endovascular procedure (right leg angiogram, atherectomy, angioplasty stent) in the operating room to relieve leg pain and compromised flow to the leg. During procedure, the quickcross catheter fractured. Half of the catheter was removed, the other half was retained in the native vessel (sfa). Attempts were made to snare the fractured portion, but were unsuccessful. The surgeon accessed the common femoral profunda and sfa via incision; arteriotomy was made in the common femoral and the catheter was retrieved. Pt experienced approx 550cc in blood loss. Two units of prbc's and at least 1000 cc nss were administered. The pt was taken to pacu then to ccu. Pt continued to have shortness of breath and showed the beginning signs of multi-organ failure (related to hypovolemia and/or hypoxia). Pt was dnr, so was treated for episodic seizures with cerebyx. Pt expired on (B)(6) 2011. Subsequent info provided by hospital risk management found no notations in the surgical notes indicating any tension during removal experienced by the physician. The surgical notes reviewed by risk management state that the vessel required clamping in several locations, and the quickcross was inside the vessel beneath at least one of the clamps, causing crimping/bends in the quickcross. No autopsy was performed. According to the risk manager, the discharge summary indicates that death was due to multiple organ failure, consistent with hypovolemia and/or hypoxia. Device was retained by facility, so no engineering analysis could be performed by MFR. From info provided, it cannot be determined how or why the quickcross broke while in use. The device has been requested from the hospital risk management for full analysis by MFR. The lot history record review showed no issues or non-conformances.